Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy procedure, at the fourth firing, the surgeon clamped the vessel and fired the device and they could staple the vessel, however, they could not resect the it. Surgeon cut the vessel by scissors and additionally sutured it by tread. The fifth firing to bronchus by the same handle was successful. There was no patient injury.